Manufacturer narrative:
Date sent to the FDA: 04/08/2021. Additional information: a2, b7, d3, d4.

Manufacturer narrative:
Date sent to FDA: 04/24/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional/ventral hernia repair surgery on (B)(6) 2019 during which the surgeon noted a significant number of adhesions, including small bowel and omentum to peritoneum and interloop adhesions. He encountered a defect that was partially covered by the previously placed mesh. More adhesions were taken down, including a band in the lower left quadrant that seemed to go from the sigmoid colon or peritoneum near it, to the sigmoid colon and stretch down towards the mesenteric base. It appeared to have some small bowel entrapped in the defect it created, causing it to loop in an unnatural way, causing an internal hernia. It was reported that the patient experienced severe pain, bowel obstruction, dense adhesions, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.